Event description:
Via spontaneous call, patient stated that she was admitted overnight in the hospital on (B)(6) 2020 for observation (discharged on (B)(6) 2020) due to leak in the filter of the tubing. Per patient, they were able to contact field nurse who suggested it was due to a bad batch of tubing. Patient does not have lot number of tubing. Patient was able to switch tubing and problem has since resolved. No other information known. Is the actual device available to be returned for investigation? No; did we [MFR] replace the device? Yes; what is the outcome of the event? Resolved, ongoing? Resolved. Did the product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Pt was admitted to the hospital for observation. Reported to (B)(6) by pt/caregiver.